Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
End user called stating the left side cross brace has separated from the crossbrace just below the weld.